Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
A physician inserted the ez-io in the left proximal tibia during treatment in the emergency department. Multiple attempts to remove the device manually were unsuccessful. The head of the ez-io snapped off leaving needle in the patient's bone. General surgery was consulted for surgical removal of the broken ez-io needle. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The complaint sample is not available for investigation purposes. The root cause cannot be determined. The complaint cannot be confirmed.

Event description:
A physician inserted the ez-io in the left proximal tibia during treatment in the emergency department. Multiple attempts to remove the device manually were unsuccessful. The head of the ez-io snapped off leaving needle in the patient's bone. General surgery was consulted for surgical removal of the broken ez-io needle. The patient's condition was reported as fine.